Event description:
Customer reported the system is making a popping noise and displaying ma and kv errors. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the snubber board, x-ray tube, and high voltage cable. System operates as intended.